Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos, activated on september 18, 2015. The amount of charge taken from the battery was verified and found to be normal and as expected. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, there was no indication of a device malfunction. The battery status eos was as expected.

Event description:
This device was returned without documentation from medtronic. The patient's physician had no information. Should additional information be received, this file will be updated. On 6/2/2016 - based on the analysis, this is reportable.